Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the homechoice (hc) machine. The home patient (hp) stated they had ended therapy and turned the hc off. The technical service representative (tsr) was able to verify through troubleshooting that an unused supply line clamp was open during therapy. The tsr explained the alarm to the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on an unused line is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.